Event description:
Information received indicates the knee function moves up without using the controls.

Manufacturer narrative:
The technician replaced the left siderail caregiver board to repair the bed.